Manufacturer narrative:
Device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
It was reported that a patient with a 27 mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of two (2) years, six (6) months due to severe aortic insufficiency. The tavr procedure was performed with a 29 mm valve. The team confirmed with transesophageal echo and then with root angiogram that there was essentially nil leak. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged home with home health on pod #2 in good condition.